Event description:
The ventilator was connected to the patient. The customer reports that the ventilator was in the simv volume control mode and was set to deliver a tidal volume of 40 ml. The ventilator delivered a tidal volume of 29 ml. The alarm status is unknown.